Event description:
It was reported the programmer had a bad rf (radio-frequency) head connection, which required pushing it downward to make contact. In addition, the printer does not "seem to want to print." The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the cable was damaged. Concomitant medical products: product ID 2090, programmer. (B)(4).